Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the lifevest equipment. The patient's physician discontinued the use of the lifevest. It is unclear if the physician discontinued the lifevest due to the skin irritation or because it was no longer needed. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.